Event description:
Information was received indicating that a smiths medical cadd-legacy plus pump exhibited high pressure out of range. No adverse effects were reported.

Manufacturer narrative:
Please note that the aware date for the additional information is (b)(64) 2019. One cadd legacy plus pump was returned for analysis in fair condition due to a cracked housing. The device was tested three times for pressure, all three tests were out of specification. It's recommended to replace the downstream sensor to resolve the issue. Therefor, the reported issue was confirmed.

Event description:
Additional information provided indicated that the unit did not fail while in use with a patient.